Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was too deep and had difficulty charging the ipg. The patient underwent a pocket revision procedure. The patient was doing well post-operatively.